Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that yesterday tube broke on. The customer ended up in the hospital. Customer stated that he ended up with blood glucose over 650 mg/dl and he could not get his blood glucose down and he is at the hospital. The customer declined suspend before low troubleshooting. Patient's blood glucose at time of incident was 261 mg/dl. Patient's current blood glucose was 426 mg/dl. The customer treated it with insulin pump. The customer was hospitalized on (B)(6) 2018 with a blood glucose of 652 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer is unable to perform high pressure test at this time. Customer stated that he did get a manual injection. Customer just took his blood glucose and it is 274 mg/dl. The insulin pump will not be returned for analysis.